Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility in france reported that during a vitrectomy, the irrigation was too low to continue. It was very low even when they set the IV pole higher. The surgeon felt uncomfortable and did not properly end the vitrectomy surgery. The procedure was aborted.

Manufacturer narrative:
The root cause was determined to be a component issue. The system, manufactured in 2012, is well into its service life, and the failure is consistent with age-related wear over time. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete. Correction to g4: 510k from k101325 to k063331.

Manufacturer narrative:
The servo valve is faulty. The investigation is ongoing.